Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received nine bursts of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock for what the physician believes is a supraventricular tachycardia (svt) episode. Atrial undersensing was also identified. The patient was admitted to the hospital for this event but has been recovering successfully. The device was reprogrammed and no additional adverse patient effects were reported. The device remains in service.